Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The case was a bilateral kissing stent intervention on an occlusive right common iliac artery. As the surgeon was attaching the insufflator (with 3-way tap attached) to the inflation hub it wouldn't tighten, and he tried to repeat the same operation twice unsuccessfully. He then took off the 3-way tap and screwed the insufflator onto the delivery catheter. The physician thought he could see a crack in the inflation hub. The stent crossed the hemostatic value and was properly implanted at the target. No harm came to the patient.